Manufacturer narrative:
As the device was out of specification due to wear and tear, it generally cannot be excluded that the device has contributed to the event. The interval of the supplier maintenance was exceeded for more than 3 years by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Customer informed our service department on the 10th of may that one of our products was involved in a case where a laceration occured.